Manufacturer narrative:
Reporter last name: (B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the ECG has no waveform and value in intermittent monitoring mode. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated with support from philips rse. To obtain information necessary to conduct an investigation, multiple good faith effort attempts are completed, and no additional information was received. The device has not been made available to philips. Visual and functional testing could not be performed. Based on the information available, the cause of the reported problem is not able to be determined. The reported problem was not confirmed.